Manufacturer narrative:
Device#1 proglide, part# 12673-03, lot# 69097-6h indicated is being filed under medwatch MFR# 2953144-2008-01832. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: device #2 suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the suture broke at the knot. A second proglide device was used with the same results. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was available.